Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;

Event description:
Additional information was received that the patient was not brought back in. The patient had received shocks prior with normal impedance and success. The low and high only occurred on isolated self checks and before and after had been normal. During the initial follow up we did everything possible to recreate any issues unsuccessfully. The patient is followed by remote monitoring and the clinic is continuing to watch this closely.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high and low shock impedance measurement on the right ventricular right (rv) lead. The patient was brought in for evaluation. No noise or oversensing was observed and all measurements were stable. The patient was sent home. A request for lead status and resolution has been sent to the local field representative. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated should additional information be received.